Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an erratic display. There was no patient involvement at the time of the reported event. Medtronic/covidien was not authorized to repair the ventilator, as the customer replaced gui cpu (graphical user interface, central processing unit). The medtonic/covidien engineer did upgrade the software. No further information is available.